Manufacturer narrative:
Product analysis: analysis partly confirmed the customer's comments as the power supply was found to be electrically out of specification. Analysis could not confirm the customer's comments that the there was a display and stylus problem. The instrument interrogated without issue wirelessly and non-wirelessly using the returned radiofrequency head. The programmer would not update via universal serial bus media but could be updated via the software distribution network. The programmer failed emergency button during functional testing due to a loose connection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down completely during a software update and it was noted that the programmer was not reliably powering on or remaining powered on. It was also reported that the programmer screen required calibration. It was further reported that the programmer was intermittently unable to interrogate implantable devices. Furthermore it was noted that the programmer was unable to be updated via universal serial bus (usb) or the software distribution network (sdn). There was no patient involvement.